Manufacturer narrative:
We are in the process of evaluating this device. Upon completion of the failure analysis of the complaint device, a supplemental medwatch will be filed.

Event description:
It was reported during an ablation procedure, there was leakage noted from the catheter handle near the irrigation port. The procedure was completed with a new catheter. There were no consequences to the pt. Additional info was requested and is not available.